Event description:
Hospitalization due to new pain occurred approx two weeks following well-tolerated, uneventful percutaneous decompression of l2-3 and l3-4. Post-procedure hemostasis was achieved by direct pressure and closures were made using adhesive bandages and steri-strips. Pt communicated throughout the procedure, was observed in recovery room and discharged home the same day. Pt was reportedly doing well subsequent to his release following the percutaneous decompression. Upon hospitalization, MRI revealed a new lesion at t12-l1 with possibility of spontaneous hematoma as contributor to rapid development of new symptoms of left leg pain and weakness. The pt reported having multiple falls. Increased radicular pain and bladder incontinence episodes were also noted. Laminectomy was performed to address new findings and pt was reported to be doing well at least communication on (B)(6) 2012. Products from multiple manufacturers were used during the procedure. Although it is unk if any of the devices contributed to the event, this MDR is being filed for notification purposes. The devices were not returned to mfrs for eval and the event cause cannot be definitively determined.